Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was extracted due to an infection. The organism was identified as staphylococcus haemolyticus and staphylococcus epidermidis. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that sepsis was found at the site of the implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.